Event description:
The account stated that a prism hbsag negative result was generated on a donor sample in 2009. The account stated that the sample was nat positive when tested at the national transfusion reference lab. The prism hbsag negative results were not reported. The nat testing data has not been provided by the account. There was no report of impact to patient management.

Event description:
The patient is an elderly female undergoing aneurysm surgery with persistent bleeding from an injury to the posterior wall of the nasopharynx, which apparently is related to attempts to pass a nasogastric tube. Otolaryngology was called in for consultation. Endoscopy performed revealed some bruising and minor gouges of the septum on both sides, but a significant area of bleeding on the posterior wall of the nasopharynx on the right side. This is in the posterior wall of the nasopharynx, behind the location that a typical nasal nose bleed balloon device would be effective, packing performed with inflation of foley catheter balloon under visualization of endoscope. The patient was hemodynamically marginally stable at the conclusion of the operation and was transported to the surgical intensive care unit with a low dose of neo-synephrine. The patient had comorbidities and went into chf. The family placed patient on comfort care two days post operatively and patient expired.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. This report is being filed on an international product, list number 3a47 that has a similar product distributed in the us, list number 6d19.

Manufacturer narrative:
(B)(4). An additional lot 75391hn00 was investigated. The manufacture date for lot 75391hn00 was 03/30/2009 with an expiration date of 02/10/2010. An investigation was performed on (B)(4) lot numbers 70646hn00 and 75391hn00. No return samples or reagent was received for investigation. In-house file samples of both reagent lots were tested with sensitivity panels. The sensitivity panel results for both lots met acceptance criteria. Seroconversion panel testing was performed with both reagent lots and no deficiency was identified. In addition customer results were evaluated using test data from the prism metrics database. The performance of both lots was comparable to eight other reagent lots with regards to s/co for the positive calibrator, indicating acceptable sensitivity. The complaint trending database was reviewed and no adverse trends were identified for either lot. The manufacturing testing records for both lots were reviewed and no problems were identified. The investigation did not identify a product deficiency. This is the final report.